Manufacturer narrative:
Arm rest pad.

Event description:
It was reported by the service report that the covering of the arm rest pad was dislocated from the arm and the arm rest foam was exposed. No pt involvement or adverse consequences were reported.